Manufacturer narrative:
There is an indication that the subject product was going to be returned to us for evaluation. However, we have not received it to date. Therefore, we are unable to draw any conclusion at this time. A follow up report will be submitted when, if product is received and evaluated.

Event description:
It was reported that the sample was removed because pt expressed pain. The indwelling period was 144 days.